Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the surgeon did a seeg on (B)(6) 2022, and the (B)(6) 2022 during the fusion, he notices a shift on some trajectories: shift varying from 1 to 3.5 mm at the most, the concerned electrodes being all lower (systematically lower than the theoretical trajectory).

Manufacturer narrative:
A full analysis of the data logs has been performed and this analysis concluded that an inaccuracy between 2.3 and 4 mm was confirmed for the twelve trajectories. No malfunction of the device was found. No issue was found regarding registration. All the electrodes were deviated in the same direction, which could be compatible with a movement of the head that would have happened before the first trajectory.

Event description:
It was reported that the surgeon did a seeg on (B)(6) 2022, and on the (B)(6) 2022, during the fusion, he notices a shift on some trajectories: shift varying from 1 to 3.5 mm at the most, the concerned electrodes being all lower (systematically lower than the theoretical trajectory).